Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 07:42 pm CT. The report number is being corrected from: 2134265-2018-64067 to: 2134265-2018-63013.

Event description:
It was reported that stent damage occurred. A 3.00 x 38 synergy drug-eluting stent was selected for treatment. However, when the protector was taken off, it was noted that the stent was bent/fractured. The protector and coil housing was not kink. The stent was never introduced into the patient's body. The procedure was completed with another of the same device. No serious injury or adverse event were reported. Device evaluated by MFR.: synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The mid-section of the stent was damaged with the stent being bent and struts misaligned at the mid-point. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 38 synergy drug-eluting stent was selected for treatment. However, when the protector was taken off, it was noted that the stent was bent/fractured. The protector and coil housing was not kink. The stent was never introduced into the patient's body. The procedure was completed with another of the same device. No serious injury or adverse event were reported.